Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 90% stenosis. The 2.25x15 mm trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the anatomy and during the first inflation to 10 atmospheres, the balloon ruptured. Prior to use the device was not soaked in saline. A non-abbott 2.0x9 mm balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.